Manufacturer narrative:
The initial reporter did not give any more information than that a free flow event had occurred during testing. In the absence of further clarification, moog will assume that the term "free flow" means the unrestricted flow of fluids through tubing. The device in question was not returned to moog for evaluation. Moog reviewed the device history record, and found no nonconformances during manufacture of the device. Because the pump was not received, moog is unable to further confirm the complaint and/or determine its root cause. Device not returned for evaluation.

Event description:
The initial reporter stated experiencing "constant free flow when door lever is closed." Moog received no further information from the reporter. (B)(4).